Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from the healthcare provider (hcp) of a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient hadn't had their device checked in a long time. It was reported that the patient didn't have any problems they were aware of at the time of the fall, but the last time they had their device checked, it was determined that some of the leads were misplaced. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jun-23. The hcp stated that there must have been some confusion because the misplaced leads were in the past that have been corrected. The call on (B)(6) 2017 was just to inquire information to make sure it was functioning correctly. The stimulator has been checked and everything was working appropriately. No further complications were reported/are anticipated.